Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by connecting 50m psi air to gas input of device and powering on unit. Device functioned as intended for six hours; unable to confirm reported customer complaint. Device passed all functional tests.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator "randomly alarmed low battery". No adverse effects were reported.